Event description:
It has been reported to philips that the foot switch intermittently failed to trigger exposures. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a neurovascular diagnosis procedure, which was completed as planned by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the foot switch intermittently failed to trigger exposures. The error log indicates a potential fault due to inadequate pedal contact. Upon functional analysis, the status of the wi-fi (led) on the wireless footswitch was found to be off, and the color of the battery indicator was green. Fse found the cause of the issue to be a mechanical problem. To resolve the issue, fse replaced the wireless footswitch, wireless base station, and pictogram sheet footswitch. The defective parts were returned to philips for failure analysis. The analysis indicated that the charging port cap was missing, four screws holding the backplate together were missing, all four anti-slip rubbers were gone, the bracket was loose in the wireless foot pedal, and the antenna was missing in the wireless base station. After replacement, the system was returned to good working condition. This event is not related to any ongoing medical device correction. The codes were updated based on the investigation outcome.